Event description:
During an atrial fibrillation procedure, the lasso nav eco variable catheter was being placed into the left pulmonary superior vein, the catheter slipped in the left ventricle. The distal dipoles were engaged to the mitral valve causing a severe damage of the valve. The patient was put through a cardiac surgery intervention and the substitution of the mitral valve with a mechanical valve. On (B)(6) received additional information requested from bwi representative stating the physician opinion regarding the causality of this adverse event is procedure related. The patient required 7 (seven) days of hospitalization and the outcome was a full recovery.

Manufacturer narrative:
The device has been disposed by the customer. Since the lot # was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).